Manufacturer narrative:
(B)(4). (B)(6) continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted (B)(6) to report that their device and unexpectedly lost power after providing a (B)(6) defibrillation shock to a patient. Subsequently, it was also observed that the device displayed a black screen. A back up device was used and cardiopulmonary resuscitation was never interrupted. The patient associated with the reported event was not harmed.

Event description:
The customer contacted physio-control to report that their device and unexpectedly lost power after providing a 12th defibrillation shock to a patient. Subsequently, it was also observed that the device displayed a black screen. A back up device was used and cardiopulmonary resuscitation was never interrupted. The patient associated with the reported event was not harmed.

Manufacturer narrative:
Physio-control loaded new field programmable gate array ("fpga") firmware and observed proper device operation through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control has determined that the likely cause of the reported issue was due to an fpga on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.